Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that due to pelvic pain, patient underwent operative laparoscopy with extensive lysis of adhesions on (B)(6) 2009.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a sling was implanted. Concomitantly the patient underwent a panniculectomy, abdominoplasty. It was reported that due to pelvic pain, dyspareunia and urinary disturbances, patient underwent mesh removal on (B)(6) 2011. (B)(4).